Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with oral antibiotics, however, the issue did not resolve. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022, in order to change the abutment. The skin was then cauterized with silver nitrate. This report is submitted on august 16, 2022.